Event description:
It was reported that the left ventricular (lv) lead had exit block one day post implant and during the time it was implanted had high thresholds. In the middle of 2013 the lead dislodged and the pacing function was turned off until the lead was explanted and replaced. It was further reported that the device had unexpected expected longevity with a minimum of 1 ½ years left. The device had only been implanted for 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d234trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; product ID 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.